Event description:
Customer reported via phone, the insulin pump was alarming compromised forces senor system. Customer stated she was off the device for a long period of time and was attempting to bet back on the device due to having deterioration health. Customer stated the device squirted out insulin so she reverted to back up plan. Customer's blood glucose was 17.8 mmol/l. The insulin pump had cracks next to the drive support cap and had some motor damage. Customer agreed to return the device for further analysis.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The functional testing could not be completed due to the alarm. No motor error alarm was noted. The motor passed the motor test. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.